Manufacturer narrative:
A sample has been received at the mfg facility and is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that an aspiration failure occurred during the ultrasonic phase of a cataract procedure and corneal edema was observed. The problem was not resolved after replacing the tip or the handpiece with another one. The issue was resolved after replacing the cassette pack and the procedure was completed. The corneal edema was resolved one day postoperatively. No additional info is expected.